Event description:
It was reported that when the implant was introduced to patient, the product was already deployed to meniscus. However, when surgeon tried to deploy the second implant, the entire implant came off from the meniscus. No patient injuries nor delay were reported. Backup was available to complete the procedure.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿when the implant was introduced to patient, the product was already deployed to meniscus. However, when surgeon tried to deploy the second implant, the entire implant came off from the meniscus¿. This device requires user advancement of the actuator lever to position the anchors at the distal tip of the delivery needle. They can then each be manually stripped off. The protective blue split cannula was not returned. The white depth/penetration limiter was returned and was trimmed. T1 was returned separated from the needle track. T2 and suture were still within the needle track. The delivery needle has been very manipulated. It is visibly bent and bowed. Twist or bend can interfere with proper delivery of anchors. The manual advancement button and actuator were functional. Despite the needle damage, t2 was positioned at the needle tip and successfully stripped off. No root cause related to the manufacture of the device was confirmed. Additional information in address line 1 and international zip code "(B)(4)".